Event description:
It was reported that a critical alarm was sounding and confirmed by telemetry due to a motor stall beginning "a couple days" prior to report. It was noted that the event logs showed a motor stall occurred (B)(6) 2014 at 12:40 and had not recovered. The patient symptoms beginning after the motor stall were reportedly skin burning, sick to stomach, and neck pain that was "a little worse". The patient's pump was intended to infuse intrathecal clonidine, bupivacaine, and sufentanil. It was noted that pump replacement was discussed. Additional information was requested, but was not available at the time of report.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot# j0058171r, implanted: (B)(6) 2001, product type: catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump determined that there was a significant gear train anomaly related to corrosion and/or wear and/or lubrication and stall due to gear pinion. It was noted that there was a broken tooth on gear wheel two. (B)(4).

Event description:
Additional information received reported that the pump was explanted and replaced due to the critical alarm that had been sounding for two days due to the motor stall. The patient reportedly recovered without sequelae on (B)(6) 2014. The device was reportedly interrogated on (B)(6) 2014 showing the motor stall and the attempts to restart were unsuccessful. The patient was reportedly administered oral medications to stop the symptoms of withdrawal and the device reprogrammed on (B)(6) 2014. The severity of the event was reported to have been mild as it "did not interfere in a significant manner with the subject's normal functioning level. It was later reported that the device was replaced by another from the same manufacturer. The event logs were returned with a "stopped pump period may exceed tube set" message on (B)(6) 2014 at 12:37. Additionally it was confirmed that the event logs had a motor stall which occurred on (B)(6) 2014 at 12:37 with no recovery noted.